Event description:
It has been reported to philips that 74-year-old patient, with a fa, blocked at 37x', it fires and heart insufficiency (evidence of cardiac hypokinesis with the ultrasound), and overweight. We placed the ta cuff that comes with the serial number (it was well adapted, but the obese cuff was too large). The monitor has a lot of difficulties to measure the ta, but the arm is changed and it is repositioned several times, and it is tested with an ambulance in circulation and stopped. The few times that it was marking ta were done with the different systolic of 220mmhg or 120mmhg. I have these operation errors and with dobutamine perfusion in progress, we have had to use the manual sphygmomanometer. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Event description:
It has been reported to philips that 74-year-old patient, with a fa, blocked at 37x', it fires and heart insufficiency (evidence of cardiac hypokinesis with the ultrasound), and overweight. We placed the ta cuff that comes with the serial number (it was well adapted, but the obese cuff was too large). The monitor has a lot of difficulties to measure the ta, but the arm is changed and it is repositioned several times, and it is tested with an ambulance in circulation and stopped. The few times that it was marking ta were done with the different systolic of 220mmhg or 120mmhg. I have these operation errors and with dobutamine perfusion in progress, we have had to use the manual sphygmomanometer.